Event description:
It was reported through a research article identifying that the heartmate 3 (hm3) may be related to right ventricular (rv) failure and severe and refractory hypoxia resulting in right-sided mechanical circulatory support (mcs). This is a case study which evaluated a 78-year-old male with underlying ischemic cardiomyopathy and atrial fibrillation. After 25 days of impella placement, the patient underwent implantation of a hm3 left ventricular assist device (lvad) as destination therapy. Intraoperative transesophageal echocardiography (tee) showed an ejection fraction of 20 to 24% with a normal rv function, severe mitral regurgitation, and a patent foramen ovale (pfo) measuring 0.56 cm^2 with left to right shunting. In the immediate postoperative period, the patient became vasoplegic requiring high doses of vasoactive support to separate from cardiopulmonary bypass. In the early postoperative period, the patient had progressive hypoxemia despite maximal ventilatory support. The worsening hypoxia along with increased lvad support and low flow alarms raised clinical suspicion of right to left shunting reversal from progressive rv failure. An emergency bedside tee confirmed the suspicion. Lvad flows ranged form 4.2-4.6 lpm at a speed of 5,000 rpm with a pulsatility index (pi) ranging from 2.1 to 2.7 and power ranging from 2.4 to 3.4 w. The decision was made to pursue percutaneous closure of the pfo with an amplatzer occluder device to improve refractory hypoxia and prevent paradoxical embolization. Rv support was deferred given stable lvad flow and hemodynamics. The following days, the patient developed diuretic resistance, new low flow alarms, and increasing inopressors requirement necessitating placement of a protek duo device for rv support. This approach resulted in a rapid improvement in hemodynamics and urine output, and resulted in the weaning of inopressors. Two weeks later, following significant improvement in rvf, the protek duo was successfully weaned and removed. The patient was subsequently discharged to short term rehabilitation after an extended hospitalization approaching nearly two months and was doing well clinically eight months post lvad implantation.

Manufacturer narrative:
Sections a, d, and h4: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event was approximated as the date of publication (24jul2024) since the date of data collection was not provided. Department of internal medicine, university of connecticut health, farmington, USA; department of cardiology, hartford hospital, hartford, USA; department of cardiothoracic surgery, hartford hospital, hartford, USA; department of cardiology/advanced heart failure, heart transplant and pulmonary hypertension, hartford hospital, hartford, USA. Pillai, a., zeina jedeon, hammond, j., gluck, j., & jaiswal, a. (2024). Intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation. Cureus. Https://doi.org/10.7759/cureus.65320. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the provided information. A specific cause for these alarms could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.